Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot-up. The manufacturing representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was not returned to the manufacturer for further analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735225r, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the navigation system will spontaneously reboot itself. This occurs both inside and outside the application. Troubleshooting involved manually rebooting the system and checking connections, this did not resolve the issue. The system still unexpectedly shut down and then would reboot to the launch screen. No patient was present.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found when analyzed. Analysis states that the computer boots normally and runs the applications normally. Other relevant device(s) are: product ID: 9734477, serial/lot #: 1(B)(4). If information is provided in the future, a supplemental report will be issued.